Event description:
Customer reported that the pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support attempted several troubleshooting steps without success, leading to the decision to replace the pump. Customer was informed of the replacement, confirmed that the pump was under warranty, and agreed to use multiple daily injections as backup therapy. Technical support provided instructions for storing and returning the malfunctioning pump and confirmed the customer's shipping address for the replacement.